Event description:
S [situation]: iabp [intra-aortic balloon pump] catheter accidentally dislodged requiring immediate removal. B [background]: pt w/stemi [with st-elevation myocardial infarction] s/p pci [percutaneous coronary intervention] w/des [with drug eluting stent] and placement of iabp for cardiogenic shock. A [assessment]: pt requiring iabp support and IV inotropic support for eventual weaning. Iabp found to be accidentally dislodged after repositioning in bed-cicu [cardiac intensive care unit] fellow and app [advance practice provider] at bedside, dr. [Redacted] notified via facetime-decision to remove iabp and continue to observe hemodynamics off iabp-removed w/o incident and catheter kept for attending. R [recommendation]: site spoke to the rep who confirmed this spot is not bonded at this connection but could come apart with a reasonable amount of force. Item will be sent to legal/risk due to patient subsequent decompensation and expiration due to multifactorial cardiac complications (none specifically related to this disconnection). Dr. [Redacted] was the md who expressed this concern with the product. Manufacturer response for intra aortic ballon pump catheter, fiberotpix iab 50cc (per site reporter). Via email today and earlier conversations with the site.